Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress within the sheath was noted when inserting farawave into faradrive sheath. Air was continually being released. Normally, this would be about one 20cc syringe's worth of air, but it took four syringes' worth of air to be released. Starter guidewire and farawave were inside the sheath prior to, and/or at the time, the air/leak was observed. Terumo infusion pump, 40cc/hr was used for the irrigation of the sheath. The guidewire was about 2-3mm protruding from the tip. The leak was from the valve and was at the constant flow. The leak was only visible from the flush port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The faradrive was visually inspected upon return. No outer abnormalities were noted. Analysis of the returned sheath found the external and internal valves were both torn by their center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress within the sheath was noted when inserting farawave into faradrive sheath. Air was continually being released. Normally, this would be about one 20cc syringe's worth of air, but it took four syringes' worth of air to be released. Starter guidewire and farawave were inside the sheath prior to, and/or at the time, the air/leak was observed. Terumo infusion pump, 40cc/hr was used for the irrigation of the sheath. The guidewire was about 2-3mm protruding from the tip. The leak was from the valve and was at the constant flow. The leak was only visible from the flush port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.